Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the physician wants further information as to the design of the set screw, and how it can be completely unscrewed from the connector block. The physician unscrews the setscrews and then is unable to get them back into the header of the device. No patient complications have been reported as a result of this event..